Manufacturer narrative:
In our initial and final report the product name was incorrectly stated as anti-jka (seraclone anti-jka) when in fact is anti-jkb (seraclone anti-jkb). Catalog number and lot number were correctly stated.

Event description:
The customer reported false negative reactions of two donor samples when tested with seraclone anti-jk(b). Despite several inquiries, the customer could not provide a date of event. Contrary to the announcement of the customer, he provided neither the supposedly defective product nor the samples that had caused the false negative test results. Therefore our quality control laboratory tested their retention sample of seraclone anti-jkb for potency and specificity. All acceptance criteria were met. The required minimum titer of 1:8 was exceeded. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative reactions of two donor samples when tested with seraclone anti-jk(b). Despite several inquiries, the customer did not provide a date of event. The customer said to send in the allegedly defective product for investigational testing and also the samples that had caused false negative test results, we are still waiting for this shipment. In the meantime our quality control laboratory tested their retention sample of seraclone anti-jkb for potency and specificity. All acceptance criteria were met. The required minimum titer of 16 was exceeded. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions of two donor samples when tested with seraclone anti-jk(b). Despite several inquiries, the customer could not provide a date of event. Contrary to the announcement of the customer, he provided neither the supposedly defective product nor the samples that had caused the false negative test results. Therefore our quality control laboratory tested their retention sample of seraclone anti-jkb for potency and specificity. All acceptance criteria were met. The required minimum titer of 1:8 was exceeded. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(b) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.